Event description:
It was reported a volume discrepancy was noted. The health care professional pulled 0.8 ml out of the pump and there should have been more. The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).